Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain. Second page of the der was received. No further information is available.

Manufacturer narrative:
Patient was revised due to pain. Second page of the der was received. No further information is available. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/18/16- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs alleges trouble walking, metallosis, and recurrence of crohn's disease. Updated the head and liner. There is no new additional information that would affect the existing investigation. The complaint was updated on:07/05/2016.